Event description:
On 10/9/2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry experienced soft tissue impingement that caused instability. This issue occurred three months postoperative of the univers revers apex system implanted on (B)(6) 2023. There was no pain reported, but the patient's shoulder dislocates frequently, which was stated to be functionally unacceptable by the physician. On (B)(6) 2024, the patient underwent revision surgery of the humeral component. The patient experienced dislocation again on (B)(6) 2024. The patient went to the emergency room for the dislocation to be reduced.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.